Manufacturer narrative:
The unit was allowed to dry out for several days. The company representative examined the unit and found no evidence of liquid penetration to the printed circuit boards. The company representative was unable to duplicate the reported problem. The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the I-v bag leaked into the pump and the unit generated a "system failure" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.